Event description:
While performing bilateral selective coronary angiography, merge system reporting heart rate of 10 in lead 3 (inaccurate); blood pressure (bp) also lost pressure reading. Patient was placed on anesthesia monitor for hemodynamics monitoring. Manufacturer response for computer, diagnostic, programmable, merge hemo, merge hemo (per site reporter). Ongoing vendor troubleshooting.